Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Stylet insertion test result was passed. Electrical resistance and cross continuity test results were within specification. No anomalies were found. (B)(4).

Event description:
It was reported that during an implant attempt, the stylet would not advance completely into the lead and noise was noted on the analyzer. Another lead was implanted. No patient complications have been reported as a result of this event.